Event description:
Additional information was received that upon interrogation on the scheduled day for surgery, the battery life calculator showed 50%. It was believed the battery recalculated because they had adjusted signal frequency and pulse width down to prevent the battery from dying before the patient was able to get in for surgery. The patient elected to cancel surgery and wants to follow up with their neurologist before proceeding with a battery replacement. No additional or relevant information has been received to date.

Event description:
The patient underwent prophylactic generator replacement surgery. The explanted generator has not been received for analysis to date.

Event description:
The generator was received by the manufacturer. Analysis was performed on the returned generator. Both interrogation and system diagnostic test were performed, with a distance of one and one-quarter inches (spacer block) between the pulse generator and the programming wand. The battery showed ifi-no. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that a patient¿s m106 generator was alleged to have depleted prematurely. The device was implanted in (B)(6) 2016 and is already down to 25%. The device is at relatively high settings. The patient is referred for battery replacement. The device history record was reviewed, and it showed that the device passed all specifications prior to release. The device was also laser-routed during manufacturing. No surgical intervention has occurred to date. No additional relevant information has been received to date.